Event description:
A nurse reported during surgery, the IV pole had to be replaced and the balanced salt solution (bss) control had to be performed manually. Additional information was requested. Additional information was received from a nurse reporting the system displayed an error message during a cataract procedure and the remote control stopped working. The customer verified, using the operator's manual, the meaning of the displayed system message and found that it was related to the IV pole. According to the manual, the IV pole had to be replaced and the bss control had to be performed manually. The facility followed those instructions and completed the procedure after a 40 minute delay. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).